Event description:
Information was received indicating that the pump exhibited a "no disposable" alarm with two different treprostinil cassettes. It was reported that the alarm was in the middle of the infusion and that the patient was able to restart and continue infusion using the same cassette and pump. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6).